Event description:
In 2008, the patient reported that while attempting to change her insulin cartridge, the plunger became stuck to the piston rod of the infusion device and approximately 10 units of insulin spilled into the cartridge compartment. She was advised to dry the cartridge compartment with a cotton swab and to allow the device to dry overnight. She switched to her backup infusion device. No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.